Manufacturer narrative:
Investigational results: visual inspection shows that the tension spring assembly still loaded inside the deployment tube and plunger was depressed. It was also observed that, the tension spring assembly has been pushed forward by plunger. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, first 2 heartstring seals cracked while loading the seals into the delivery tube, third seal heartstring seal did not deploy out of the delivery tube into the aorta, and fourth heartstring seal cracked while loading the seal into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the third seal.